Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the leading haptic broke and tore the capsule after insertion of lens into the patient¿s eye. Reportedly, the leading haptic got caught on the posterior capsule and created a hole. There was loss of vitreous fluid and a vitrectomy was performed. The lens was removed and exchanged intraoperatively for a different model lens that was placed in the sulcus. The incision was not enlarged; however, sutures were needed. The surgeon is monitoring the patient for final outcome.

Manufacturer narrative:
The device was not available for return; therefore, a product evaluation could not be performed. The lot number was not provided; therefore, a device history record (DHR) review could not be performed. Based on available information, a root cause for the reported event could not be conclusively determined.